Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a representative regarding a patient in argentina who received lioresal 2000 mcg/ml at a dose of 1,210.6 mcg/day. The patient concomitant medications were not obtainable and the medical history was unknown. It was reported that during normal use on (B)(6) 2016 a motor stall had occurred. The logs from (B)(6) 2016 indicated the motor stall occurred on (B)(6) 2016 at 10:56 and the stopped pump period may exceed tube set message occurred on (B)(6) 2016 at 10:56. The patient experienced symptom return including spasticity and dystonia. No troubleshooting, diagnostic testing, interventions, or actions were taken. It was unknown if surgical intervention was planned. There were no environmental, external, or patient factors that might have led or contributed to the event. At the time of the report the pump was implanted but reported as out-of-service, the issue was not resolved, and the patient¿s status was alive-no injury.

Manufacturer narrative:
Analysis of the pump ((B)(4) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to gear wheel 3.

Manufacturer narrative:
The previously reported (B)(4) no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
PMA/510(k) # updated to p860004.

Event description:
Additional information was received. The implant date of the pump was (B)(6) 2012. The pump had not recovered from the motor stall. The hcp ordered a pump replacement to resolve the issue. The date of the explant was not available yet. The patient did not require hospitalization. The patient was (B)(6) years old and weighed (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump had been explanted on (B)(6) 2017 and would be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.